Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues; however, factors that may contribute to deflation issues include, but are not limited to, contamination in the inflation lumen, patient anatomical morphology, patient disease state, deflation technique, contrast dilution, and inadequate connection to the deflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, mildly tortuous unknown lesion. The 2.25x18mm xience sierra stent delivery system crossed the narrow vessel without issue. The balloon and stent were inflated without issue but had trouble deflating. The balloon only partially deflated initially. It took several attempts to remove all of the contrast. The balloon was fully deflated when removed. No other issue was noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.